Event description:
Removal of endosseous dental implants. Two implants were in class 1 bone during a routine procedure on 9/30/96. The implant in site #27 was removed on 12/16/96. The clinician reports that the implant never integrated. He suspects that the natural opposing dentition may have caused some load to occur on the lower denture over the implant causing the failure.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.